Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and no damage found on the lcd isolation tape noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker and cracked keypad overlay.

Event description:
Customer reported via phone, the insulin pump had a blank display. Customer's blood glucose was 201 mg/dl. Troubleshooting was performed. No damage was noted on the battery cap, battery compartment, or spring. A new battery was inserted and display was ok. Blank display happened during normal use. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.